Event description:
It was reported that pt states wicks are causing utis. Advised they don't, she is changing them every 12 hrs. Wants to speak to c/s. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided. It was unknown what medical intervention was provided for urinary tract infection. Per follow up information received on 10apr2026, my complaint is about my getting a second uti, in the past year.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.